Event description:
It was reported that a patient presented in-clinic with low pacing impedance, over-sensing of noise, inappropriate automatic mode switch, and high capture thresholds. The physician alleged the cause of the event was a lead insulation breach. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.